Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. When the medtronic representative arrived at the hospital, the imaging system could not be booted up. Connection to the image acquisition system (ias) was possible but the application did not work. Two windows with error messages were displayed. The application was reinstalled, and the system tested through a full imaging system check-out. The imaging system was rebooted 4 times and all tests passed. Full system functionality was confirmed and the system was returned to service. A software investigation was also completed. This investigation determined that the reported behavior is a known software anomaly. This event has been entered into a software anomaly tracking database. No further issues were reported.

Event description:
A site representative reported that the imaging system gantry door was difficult to close using the pendant control. This was discovered outside of any patient involvement. No additional details were provided.